Manufacturer narrative:
Our investigation into the reported incident has concluded without the identification of a root cause, for the reported incident. During our f/u investigation with the customer we were unable to replicate the reported error in the customer system. Nor, were we able to retrieve any additional info or error conditions to help support further internal investigation. We continued with our f/u efforts with the customer, but the error has only been seen one time and the client accepted closing the service call. A complaint investigation will be reopened if new info becomes available.

Event description:
Customer reported an event, whereby, a documented medication order in the critical care manager (electronic health record) software application no longer showed medication tasks for validation on an active order. There was a medication order made for domperidon. The order in the application showed tasks for 14 days and after that there were no further tasks showing for validating active medication order. Due to this error, a pt missed a dose of domperidon before the error was caught. There were no reports of impact or injury to the pt as a result of this incident.